Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous common iliac artery extending to the external iliac artery. A 5.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon ballloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that four balloon catheters were used in the same patient and in the same procedure. The first device used was the 5.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon ballloon catheter, second was the fg sterling mr, 6.0mmx100mmx150cm (4f), third was the fg sterling mr, 7.0mmx60mmx135cm (4f), and last device was the fg sterling mr, 8.0mmx60mmx135cm (4f).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous common iliac artery extending to the external iliac artery. A 5.00 mm / 2.0 cm / 135 cm 2 cm peripheral cutting balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.